Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked on brush of toothbrush. Brush has flown off toothbrush while brushing / shot loose. Case description: a consumer reported via e-mail on 24-oct-2016 that his/her mother of unspecified age had an oral-b brushhead, version unknown fly off of her oral-b rechargeable toothbrush, version unknown three times, and she almost choked on it. The case outcome was recovered. No further information was provided. On 24-oct-2016 received consumer's follow-up e-mail: the consumer reported that the incident had happened to his/her mother a few times, but the consumer was unsure of where his/her mother bought the brush heads. No further information was provided.